Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. Photographic evidence along with the manufacturing lot number were also provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the photos and sample confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. According to the manufacturing process, these parts are loaded into recessed pockets on a packaging machine per specified work instructions. Patient labels and rulers are loaded into the machine by an automated auto-loader, which dispenses each component into the pocket. If incorrectly loaded or not orientated properly, the product interferes with the sealing process. The product that was evaluated was determined that the machine caused the parts to drop from too high of a height. This caused the product to not be placed correctly. Therefore, the likely root cause is attributed to machine issue. This issue was improved with an update to the pneumatic cylinder to allow for more control of the drop height into the pocket for better product placement. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was found with defective seals. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).